Manufacturer narrative:
The device evaluation is anticipated. At this time the complaint cannot be confirmed without the product. A supplemental will be submitted when the product evaluation is complete. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
We received one - introducer kit sealed for examination. Further examination found 2 punctures in the tyvek cover. There is also a scrape in line with the punctures that is 7cm long extending from the edge of the tray into the label with the tray contents. The punctures have compromised the sterility of the product inside the tray. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the package of i300f85 was found broken before opening. No patient complications.